Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she was not getting the full amount of her insulin dosage, basal, and bolus. The blood glucose reading was 66mg/dl. Troubleshooting was performed. The customer stated that the device was dropped several times. The caller stated that the damage is on the reservoir compartment. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.